Event description:
It was reported that the patient had inadequate pain relief and lead was causing pain. The patient was also experiencing frequent and extended ipg charging. Database analysis was done and result showed that the thermistor was recording high temperatures during certain periods of charging. The temperature remained elevated and did not revert as expected so the patient was only able to attempt to charge for short periods. It was also noted that the patients lead migrated and had high impedances. Reprogramming was done but was unsuccessful. The patient underwent a spinal cord stimulator (scs) system explant procedure. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7078786/7079967.